Event description:
The customer reported that while preparing the subject device for use, prior to a procedure, the image was flickering and there were vertical lines on the image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
An olympus field engineer checked the device on-site and confirmed that after connecting the camera head, the endoscopic image was flickering and there were vertical lines on the image. The suspect device was then returned to an olympus service center for evaluation and repair. Inspection and testing found there was no image and intermittent noise on the monitor due to a faulty cable assembly. In addition, service found there were vertical lines on the display intermittently due to the faulty cable assembly, and the charge-coupled device (ccd) unit was cracked and leaking. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This event occurred during preparation for use. The procedure was retrograde intrarenal surgery (rirs) and completed with olympus ch-s190-xz-e camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. Based on the investigation results, a faulty cable was confirmed. It is possible that the reported phenomena ¿no image¿ and ¿noise appears on the image¿ occurred because the video function did not work properly due to the faulty cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.